Event description:
Reporter indicated the pt presented to the physician's office with a break through seizure. Subsequent system diagnostics and normal mode diagnostic tests yielded high impedance. X-ray were reviewed by MFR and no discontinuities were visualized. Pt denied any trauma or manipulation. The generator was programmed generator off. The pt underwent vns therapy system replacement surgery. Good faith attempts to obtain info ruling out device malfunction have been made, but have been unsuccessful to date.

Manufacturer narrative:
X-rays received by MFR. X-rays reviewed by MFR showed no lead discontinuities. Device malfunction is suspected, but did not cause or contribute to a death or serious injury.